Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the lead threshold increased. The physician planned to replace the lead, but the patient's anatomy was too tortuous. The patient was scheduled to visit a cardiac center for lead replacement and the original lead remains in use. No patient complications have been reported as a result of this event.